Event description:
A caller reported a malfunction on the pump but noted that there were no notable events leading up to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happens again.